Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: there was a replace battery alarm observed in the alarm history. The external power supply was used to simulate ¿low battery¿ and ¿replace battery¿ alarms. The pump gave the appropriate visible and audible battery warnings and alarms. There was no evidence of internal moisture damage when the pump cover was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life was shorter than expected and not meeting the user¿s expectations. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.